Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose on last end of may to july with blood glucose of 300 mg/dl to 450 mg/dl. The customer was treated with drip. Troubleshooting was done for high blood glucose and under delivery. Customer reported that the up and down buttons were hard to got a response and battery compartment was cracked. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime/a33 test due to cracked end cap. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. All buttons function properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.